Manufacturer narrative:
Main investigation conclusion a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported chest pain could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm 3 lvas IFU lists infection as an adverse event that may be associated with the use of the hm 3 lvas. This document also lists infection as a potential late postimplant complication. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas patient handbook describes caring for the driveline exit site. Several sections of this handbook provide care instructions regarding preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including driveline infection. The heartmate 3 lvas patient handbook, rev. C, describes caring for the driveline exit site. Several sections of this handbook provide care instructions regarding preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient came to the emergency department (ed) for intermittent chest pains and abdominal pain/pressure. The patient stated that their driveline, where it enters the skin, had been infected in the past which required a wound vacuum-assisted closure (vac) which was recently removed. The patient states that yellow discharge was coming from the driveline site at the skin. The patient's dressing that was covering the driveline had yellow fluid coming through the layers of gauze. Additional information revealed the patient's wound/abscess drainage culture showed "gram stain moderate wbcs, few gram positive cocci in pairs, many staphylococcus aureus and infectious disease noted wound gram stain showing (B)(6). The patient was discharged on (B)(6) 2021 with no fever, blood cultures negative and labs stable. The patient chose to resume services with home infusion and home care (rn) services for IV antibiotics needed at discharge. An (outpatient parenteral antimicrobial therapy) opat note was completed and a peripherally inserted central catheter line is in place. Per home infusion the IV antibiotic has been approved and will be delivered to the patient's home. The patient was made aware that home care will contact her to set up a home visit. The patient is aware of and agrees with the discharge plan.